Event description:
It was reported that during use, the endotracheal tube balloon did not respond after being inflated, and air leakage was suspected. After using the neuromonitoring endotracheal tube, a syringe was used to inflate the balloon. After 40 ml of gas was injected, the balloon pressure sensor still did not respond. The balloon was suspected to be leaking. Following the anesthesiologist's instructions, the neuromonitoring endotracheal tube was replaced. The gas in the balloon was extracted with a syringe, but no response was found. The endotracheal tube was then directly pulled out. Resistance was found during the process. After pulling it out with a little force, it was found that the balloon in the endotracheal tube was inflated normally, but the pressure sensor still did not respond. Finally, it was selected to be replaced with a new monitoring tube for endotracheal intubation. The cuff was checked during routine examination before incubation the cuff was working properly. After intubation bite block was used to secure the device and protect the tube. Air was used to inflate the cuff. There was no injury caused to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.